Manufacturer narrative:
(B)(4).

Event description:
Patient was revised to address medial collapse and loosening of the tibial tray. The interface at which the loosening occurred is unknown. Depuy cement was used at the time of original implantation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Review of provided medical records could not confirm the reported device loosening or identify root cause. The investigation could not draw any conclusions regarding the reported event based on the provided information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.